Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 16. There was no reported impact to the customer's blood glucose level. The customer was advised to use manual injections as a backup therapy while a replacement pump was arranged by technical support. The customer was instructed on how to put the faulty pump into storage mode and return it using a prepaid label within 10 days.